Manufacturer narrative:
A further clinical review was performed and identified this event to be MFR reportable pursuant to 21 cfr part 803. The lot number has been provided and the lot history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a mfg related cause for this event. This is the only complaint reported for this lot number and issue to date. The device was returned for eval. The complaint investigation is unconfirmed for a leak, as the balloon was able to inflate without issue and no leaks were observed. The definitive root cause could not be determined based upon the available info. It is unk if pt and/or procedural issues contributed to the reported event.

Event description:
It was reported that prior to inflation, a leak was identified on the pta balloon dilation catheter. The catheter was retracted without incident. Another balloon was used to complete the procedure. There was no pt injury.